Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. It is possible that the hemodynamic changes induced by the embolization may have contributed to the reported events. However, the exact caused not be concluded. There is no evidence suggesting that the embolic material was defective, but rather the adverse event were likely caused by the procedure, the anatomical location that was being embolized and the patient¿s baseline condition. Neurological deteriorations, death and hemorrhages known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked event: 2029214-2017-00819, 2029214-2017-00820, 2029214-2017-00821.

Event description:
Citation: ¿embolization of intracranial arteriovenous malformations with ethylene-vinyl alcohol copolymer (onyx)¿ v. Panagiotopoulos, e. Gizewski, s. Asgari. Ajnr am j neuroradiol. 2009 jan;30(1):99-106. Doi: 10.3174/ajnr.a1314. Epub 2008 oct 8. Medtronic received report that 82 consecutive patients (41 males and 41 females; mean age, 44.2 years; range, 15¿85 years) with intracranial avms who were treated by endovascular embolization with onyx between july 2002 and january 2008. The periprocedural deaths occurred in 2 patients, which was due to postinterventional intracerebral bleeding. One of these patients experienced a large intracerebral hemorrhage 58 hours after the second session of a staged embolization for a grade ii precentral avm. The second patient bled significantly immediately after the end of the second session of a staged embolization for a grade v cerebellar avm. The patient immediately underwent surgery with evacuation of the hematoma and removal of the residual avm. The patient bled again 8 hours after surgery and died.